Manufacturer narrative:
(B)(4).

Event description:
It was reported right ventricular lead noise, low sensing amplitude, and upper out of range pacing lead impedance were observed. The lead was explanted but could not be replaced due to the subvlavia vene being closed. The patient condition was good after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.